Event description:
The patient's health care provider contacted animas on (B)(6) 2013 reporting that the patient was in the hospital for elevated blood glucose levels of 398 mg/dl with nausea related to loosing the cartridge cap. The reporter indicated that the patient was disconnected from the pump awaiting instructions for alternate insulin delivery until a new cartridge cap could arrive. This report is made based on the allegation that the patient was hospitalized with hyperglycemia related to losing the cartridge cap.

Manufacturer narrative:
The cartridge cap is not expected to return at this time. The missing cartridge cap is obvious and detectable to the user and should alert the user to discontinue use of the device. No conclusions can be made at this time. Serial #: (B)(6).